Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The user reported that he was receiving inaccurate blood glucose (bg) readings from their eversense 365 device, which were consistently about 60 points lower than readings from their dexcom device and fingerstick bg measurements. Customer care explained that discrepancies in readings could occur during the early days after sensor insertion and advised the user to continue using the system and calibrating as normal. The user appreciated the follow-up and agreed to monitor the system for improvements. The case was escalated to the next level of support for further assistance. The next level of support reviewed the case and agreed that the system was continuing to adjust after insertion. They advised the user to monitor the system for a few more days and reach out if additional concerns arose.

Event description:
The user reported that he was receiving inaccurate blood glucose (bg) readings from their eversense 365 device, which were consistently about 60 points lower than readings from their dexcom device and fingerstick bg measurements. Customer care explained that discrepancies in readings could occur during the early days after sensor insertion and advised the user to continue using the system and calibrating as normal. The user appreciated the follow-up and agreed to monitor the system for improvements. The case was escalated to the next level of support for further assistance. No injury or medical intervention was reported.